Event description:
It was reported that the patient received shocks for an episode detected by the implantable cardioverter defibrillator (ICD) as ventricular tachycardia (vt) that was suspected to be atrial tachycardia/atrial fibrillation (at/af). Mode switch was in progress at the time of the delivered shocks. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the following day the patient presented to the emergency department with complaint of rapid heart rate. The patient had a principal diagnosis of atrial fibrillation (af) with rapid ventricular response confirmed by electrocardiogram (ECG) showing atrial fibrillation with tachycardia and borderline conduction delay as well as runs of ventricular tachycardia and five defibrillator discharges. Cardiology findings indicated the patient received shocks from device for what was actually af with rvr and not in fact vtach (ventricular tachycardia). It was noted most likely etiology of af with rvr was non compliance with beta blocker at home for several days prior to admission. The patient has been encouraged to take beta blocker as prescribed. The patient was administered beta blocker intravenously while in the emergency department resulting the rate control and resolution of symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.